Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received scan result of 20.50 mmol/l on the adc device compared to a glucose reading of 5.90 mmol/l obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified reading on a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "trembling, feeling as if being blinded (eyes), feeling hungry" but was able to self-treat with tea and cookies. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 20.50 mmol/l on the adc device compared to a glucose reading of 5.90 mmol/l obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
This serves as a correction report. Sections b1 (adverse event/product problem), b2 (outcomes attributed to ae), b5 (describe event or problem), h1 (type of reportable event), and h6 (medical device problem code) have been updated. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.